Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey for the reliant stent graft balloon catheter. The objectives of the study were to identify any new device-related adverse events/effects and/or device complaints that were not anticipated or documented in the instructions for use (IFU) or risk management report and to confirm the acceptability of product performance. The reliant stent graft balloon catheter is a non-implantable device intended to be used for occlusion of large vessels / temporary occlusion of large vessels to control hemorrhage and for remodelling indication / expansion of self-expanding stent grafts. Survey results from a physician who used the reliant stent graft balloon catheter in five cases for temporary occlusion of large vessels to control hemorrhage and five cases to assist in the expansion of self-expanding stent grafts reported technical success of successful delivery to the target site and inflation was achieved in all cases. During use of the reliant stent graft balloon catheter for temporary occlusion of large vessels to control hemorrhage, one non-device related cardiac complication was reported and two non-device related complications were reported, these complications were either hemorrhage or respiratory failure. Due to limited information is it not possible to conclusively determine which event occurred during cases performed by this physician however it was reported that neither event was related to the reliant stent graft balloon catheter. During use of the reliant stent graft balloon catheter to assist in the expansion of self-expanding stent grafts, one non-device related complication was reported, this complication was either an entry site hematoma or an entry site infection. Due to limited information is it not possible to conclusively determine which event occurred during cases performed by this physician however it was reported that neither event was related to the reliant stent graft balloon catheter.

Manufacturer narrative:
UDI related data quality updates only. The unique device identifier (UDI) information for the device implicated in the reported incident was not included in the initial medical device report (MDR) submitted on november 16, 2023, due to the unavailability of the lot number. In the absence of a valid device serial or lot number, the UDI cannot be determined. The aortic complaint handling unit at medtronic undertook a follow-up with the initial reporter and the involved facility to ascertain the lot number of the device in question. Despite these diligent efforts, it was confirmed that the lot number of the device could not be retrieved. Furthermore, it was verified by the field that the device in question had been discarded by the hospital and was not available for being returned to the manufacturing facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.